Event description:
It was reported that predilatation was performed twice prior to the attempt to advance the stent delivery system in the heavy calcified, 99% stenosed, hardened proximal diagonal artery. Due to the heavy calcification the 2.25x12 mm xience prime stent delivery system (sds) failed to cross. During the failed crossing attempt the stent dislodged; however, was retrieved successfully when the guiding catheter, guide wire and sds were removed together as one unit. A new stent delivery system was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.